Event description:
It was reported that this implantable device was found to be operating in safety mode while the patient was travelling in gibraltar. Diaphragmatic stimulation was observed and the patient was hospitalized pending a revision procedure. At this time, the device remains implanted and in-service. No additional adverse patient effects were reported.